Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, four heartstring seals cracked. Since no replacement unit was available, the surgeon completed the procedure with a partial occluding clamp. No patient complications were reported by the hospital. This report is for the third seal.

Manufacturer narrative:
Visual inspection verifies the seal is cracked. The complaint is confirmed.